Event description:
It was reported that during implant the patient's lead had dislodged before the pocket was sewn up. The lead was removed to reinsert and the physician perforated the coronary sinus. The procedure was stopped and the lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).